Event description:
It was reported by the patient that they received a shock from their device and went to the emergency room where reprogramming was performed. Follow-up information from the company representative indicates that the patient received a shock for sinus tachycardia. The device was functioning as programmed. The detection zone was reprogrammed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).